Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported there is a lot of adhesive residue on the guidewire inside and outside of the catheter that can't be inserted into the body. No other information was provided .

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign matter on the stylet is confirmed, but the root cause could not be determined. Two photos were returned for evaluation. The photos showed different sections of a stylet. Foreign material could be seen throughout the stylet, and in particular, one of the photos showed a piece of foreign material that was white in color near the t-lock septum. The color and location of the foreign material suggested that the foreign material was likely delaminated hydrophilic coating. However, without further inspection of a physical sample this could not be conclusively determined. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported there is a lot of adhesive residue on the guidewire inside and outside of the catheter that can't be inserted into the body. No other information was provided.